Event description:
Following the procedure, the physician attempted to close the arteriotomy with the closer tsl 6 fr. Device. The artery was noted to be heavily calcified, and the device broke while the physician was attempting to insert it into the artery. The pt was taken to surgery for device removal. The pt recovered without further incident.